Event description:
Failed no sensor [device issue]. Case description: on (B)(4) 2015, a healthcare professional in the united states spoke with ikaria regarding a device issue with inomax (B)(4). The device was not in use on a pt at the time of the device issue. The customer reported that inomax (B)(4) experienced a failed no (nitric oxide) sensor. The customer replaced the sensor with one taken from another device. It seemed to work well at first, but then experienced another failed no sensor alarm. Calibrations were attempted but did not pass. The original sensor was placed back into inomax (B)(4). Inomax (B)(4) was removed from service and returned to ikaria for service eval. Investigation results were rec'd on (B)(4) 2015. Case comment: on (B)(4) 2015: the device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00022).

Manufacturer narrative:
Device issue with inomax (B)(4) ((B)(4)). The device investigation was completed on (B)(4) 2015. Eval summary: inomax (B)(4) was returned to the MFR for service investigation. Service log review confirmed the reported complaint of failed no (nitric oxide) sensor alarm. Alarm was immediately preceded by a failed low no cell calibration with high point 1116 counts, low point 920 counts. The reg svc ctr (rsc) investigation also confirmed the reported complaint of a failed no cell at boot-up. Rsc performed low and high calibrations to clear the alarm and replaced the no cell as a precaution. A full function test was performed and the device operated according to spec so it was returned to the device svc pool. The root cause for this incident was no calibration low counts above maximum. This condition will be tracked and trended under ikaria's qual sys. The device was not in use on a pt, however; it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (mdr3004531588-2013-00022).